Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm. On (B)(6) 2026, it was reported that the patient experienced a skin reaction with redness, rash and pain/discomfort under the entire sensor patch area, which occurred on the same day the sensor had been inserted in the arm. The patient reported seeking medical consultation due to the onset of skin irritation associated with the sensor patch. She also reported localized pain in the affected area of her arm. Following evaluation; the attending physician prescribed an unspecified topical cream and an oral antibiotic. The patient was not admitted to the hospital, and no additional treatments or interventions were deemed necessary at the time of consultation. No other details were provided. At the time of the report, the patient is doing well and is still in the process of healing. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.